Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left stryker hip. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
The patient dislocated and was revised on the left hip.